Event description:
It was reported that a device was used during an unknown procedure. The device blade shield button would not lock in position. Opened another device to complete the case. There was no consequence to patient.